Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) recently underwent hernia surgery and is experiencing swelling. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was diagnosed with an inguinal hernia (radiological testing) in early (B)(6) 2026, after experiencing drain complications. The patient underwent outpatient inguinal hernia surgery on (B)(6) 2026 and was told postoperatively to continue performing ccpd. The patient performed ccpd as instructed, however he encountered some groin swelling near the surgical site. The patient was sent to the surgeon¿s office on two occasions regarding the swelling, and following the second visit the patient¿s fill volume decreased from 2500 ml to 1500 ml, and the last fill was decreased from 500 ml to 200 ml. Since making the volume changes, the patient¿s swelling has greatly been reduced. The pdrn stated it is unknown if the patient¿s hernia was present prior to him starting pd therapy, and it is unknown if the liberty select cycler played a causal or contributory role in the creation and/or exacerbation of the inguinal hernia. However, no replacement liberty select cycler was requested and the patient continues to perform ccpd.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) recently underwent hernia surgery and is experiencing swelling. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was diagnosed with an inguinal hernia (radiological testing) in early 2026, after experiencing drain complications. The patient underwent outpatient inguinal hernia surgery on (B)(6) 2026 and was told postoperatively to continue performing ccpd. The patient performed ccpd as instructed, however he encountered some groin swelling near the surgical site. The patient was sent to the surgeon¿s office on two occasions regarding the swelling, and following the second visit the patient¿s fill volume decreased from 2500 ml to 1500 ml, and the last fill was decreased from 500 ml to 200 ml. Since making the volume changes, the patient¿s swelling has greatly been reduced. The pdrn stated it is unknown if the patient¿s hernia was present prior to him starting pd therapy, and it is unknown if the liberty select cycler played a causal or contributory role in the creation and/or exacerbation of the inguinal hernia. However, no replacement liberty select cycler was requested and the patient continues to perform ccpd.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of an inguinal hernia, which required outpatient surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the serious adverse events (no liberty select cycler replacement requested). The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the inguinal hernia, as it is unknown when the hernia was formed. Hernias are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter also increases the risk of hernia formation.